Event description:
A customer reported experiencing a recurring issue with their continuous glucose monitor, specifically cgm error 42, which had occurred at least three times on the same pump. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the customer's pump, as it was still under warranty. The customer planned to continue using the current pump until the replacement arrived. Customer was provided with instructions on how to put the faulty pump into storage mode and was asked to return it using a pre-paid label within 10 days.